Event description:
The customer reported that the cautery tip fell into the incision site during a spine case. The piece was retrieved without incident. There was no pt injury. The site reported the incident sample will not be returned to covidien for evaluation.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.